Event description:
The iab leaked back into the pump. Blood was noted in the device. Event complications: unknown-reported 11/17/97. Pt's current status: unk-rpt'd 11/17/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738 device label code for f10. Position 2: - device label code for f10. Position 3: -evaluation summary: evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.